Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end was burned and the nozzle had foreign materials. Based on the results of the investigation, the probable cause of the distal end was burned was a high-energy treatment device was used without ensuring a sufficient distance from the tip. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to olympus with a reported complaint of the boot on the control section spun freely; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the distal end was burned and the nozzle had foreign materials. There were no reports of patient involvement.